Manufacturer narrative:
This report is submitted on april 19, 2023.

Event description:
Per the clinic, the patient underwent cochlear implantation surgery on (B)(6) 2023. The surgical time was extended due to a bent electrode. The device was exchanged with a back up implant and the back up implant was implanted successfully.